Manufacturer narrative:
Pump passed self test, active current measurement and failed high sleep current measurement. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were without spec range. With reference to the baat tool instructions, the customer experiences an unexpected battery power loss of less than 7 days per pump history records. Battery cycle 48.0 received the lowbatteryalert (104) on 09/27/2025 13:53:00 after more than 7 days at 11.85 days. Battery cycle 33.0 received the lowbatteryalert (104) on 09/07/2025 01:02:00 faster than expected at 0.0 days. Battery cycle 13.0 received the lowbatteryalert (104) on 09/06/2025 21:36:00 faster than expected at 0.03 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open found moisture damage electronic assembly. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, peeled keypad overlay, missing display window cover, cracked battery tube threads, cracked case (battery tube), serial number label missing. The pump failed high sleep current measurement, battery power loss and failed low battery in trace history isolated to moisture damage electronic assembly and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a crack in the battery compartment. The damage was affecting/impacting pump functionality. The customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.